Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open was not determined. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227259326); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the c7 segment lateral wall with a max diameter of 10 mm and a 7 mm neck diameter. Landing zone: distal: 3 mm and proximal 4.8 mm. The accessed vessel was the femoral artery with a diameter of 5.1 mm. The angiographic result post procedure was normal. It was reported that because the first ped could not be opened, the surgeon removed the entire stent system. Replaced with a new stent system to implant to prevent the same situation from happening again. It was reported the patient had a c7 segment aneurysm with a saccular aneurysm on the side wall. The surgeon prepared the stent according to the standard operating procedure and delivered the stent to the m1 straight segment for deployment. It was found that the distal end of the stent could not be opened well, and subsequent waiting, retrieval and deployment operations still could not solve the problem. Then the ped2 5-25 was dismantled again, replaced with a new p27 catheter, and deployed again. Found that the distal end of the stent still could not be opened, but the middle section of the stent could be opened. The surgeon then deployed the stent and performed post-processing, opening the distal end of the stent, and the operation was successfully completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a jiaqi microcatheter and stryker guidewire.

Manufacturer narrative:
H3: product analysis of ped2-500-25, lotno: b671041. As found condition: the pipeline flex sheild embolization device and phenom 27 returned for analysis within shipping box; and within a plastic bio-pouch. The pushwire was returned within phenom 27 catheter. Damage location details: the pushwire was returned extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip and marker band were examined; and no damages were found. No other anomalies were observed. ¿testing/analysis: the pipeline flex shield pushwire and braid pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have ¿failure/incomplete open at distal as the distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. It is possible that the vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.